Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The pre-operative merge can be impacted by such factors as quality of the pre-operative CT, quality of the fluoroscopic images, surgical plan, and patient anatomy. Case investigation revealed that some levels had good registration, and the levels where there was not a satisfactory merge had shots with tracking errors, resulting in a difficult merge. Suggested troubleshooting measures for the user would be to ensure there are no tracking errors, try different shots and registration types, take truer ap and lat shots, and adjust brightness/contrast of the fluoroscopic images. The observed severity did not exceed the anticipated severity. The observed overall risk level is low, which is lower than the anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
During the case, a merge could not be obtained. Tried to get it after the case but it did not work.